Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device will be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The 30ml sterile empty vial was filled with hydromorphone hp 10mg/ml. The customer contact reported that as the nurse loaded the vial into a pca pump with force, the vial cracked above the stopper of the vial. It was reported that the vial was replaced and the therapy was initiated. At an unspecified time, the customer contact reported that the patient was treated with hydromorphone 15mg IV push for a pain rating of 10 out of 10. It was reported that the IV push medication was delivered for breakthrough pain while waiting for the pharmacy to dispense another vial and not due to the breakage of the vial. The customer contact reported that the device breakage was a nursing error due to a lack of education on the pca pumps. No additional information was provided.